Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer (fse) found that row a was missing and attempted a cold restart, but the pockets in row a were not on the bus. The back panel was removed, and the row board connector on the controller board was reseated. The light on the modular controller board was still blinking during power-up. After running hardware test application, a cubie tray in row a was found unresponsive. The pockets were removed, and the trays were cleaned. The system was rebooted, and the issue was resolved. The device was then tested using the hardware test application and verified operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed to open. Drawer failed to pop up during surgery. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.